Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 11 september 2020: lot 176720: (B)(4) items manufactured and released on 8-feb-2018. Expiration date: 2023-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold: without any similar reported event due to implant mobilization. With 2 similar reported events due to infection. Additional items involved in the event, batch review performed on 11 september 2020: cup: mpact 01.32.158dh acetabular shell ø58 two-holes (k132879) lot. 168448 lot 168448: (B)(4) items manufactured and released on 07-mar-2017. Expiration date: 2022-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k1037219) lot. 168473. Lot 168473: (B)(4) items manufactured and released on 07-mar-2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar reported events. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 178804. Lot 178804: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 5 months from the primary surgery due to femoral stem loosening and infection. All implants have been removed. It is unknown if the infection caused a mobilization or are separate events.